Manufacturer narrative:
B3- date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient experienced discomfort at the ipg site. As such surgical intervention was undertaken on (B)(6) 2024 where the ipg was explanted and leads got fractured while explanting and part of the fragment on each lead is left in the body and it contains the first contact on each lead. Patient is in stable condition.